Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, active current measurement test, displacement test rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. All buttons were tested while navigating the menus, and all buttons functioning properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms, stuck keypad alarms and failed battery alarms or additional alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms recorded around event date to confirmed complaint codes. Proceeded by cutting unit open and perform a visual inspection on keypad assemblies, connectors and electronic assemblies. All connectors were plugged in properly including keypad flex connector, no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, pillowing keypad overlay and scratched case. In conclusion customer concerns of failed batt test alarm, no delivery alarms or keypad anomalies were not confirmed during testing. No relevant alarms recorded around event date to confirmed complaint codes. Unit was tested successfully, and no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, failed battery test, no delivery/occlusion alarm, keypad/button unresponsive/button error. The event involved product(s) mmt-332a, mmt-1884l, unomedical. Trouble shooting was not performed and customer reported pump rejects new batteries, insulin flow blocked alarms, stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.